Event description:
A report was received that the patient had fever, swelling and redness at the ipg site. The patient was prescribed intravenous antibiotics. The patient underwent an explant procedure. The patient was doing well postoperatively. The physician did not believe that the infection was device related; patient was prone to infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm. Model#: sc-4316, serial#: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.